Manufacturer narrative:
(B)(4).

Event description:
The pt was in an auto accident a few weeks prior and subsequently experienced changes in stimulation. The pt underwent revision surgery (details of revision not provided). Intra-operative impedance values for all pairs between electrodes 4 and 7 were greater than 4,000 ohms. It was planned to re-run the impedance tests at higher settings and go from there. The pt and device information is unk. The outcome is unk. Further information is being requested at this time.